Event description:
It was reported that the device was explanted after an implant duration of approximately 37.50 months. On (B)(6)2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency and what appeared to be a mass effect in the noncoronary sinus of the aortic prosthesis. Per the operative note of (B)(6)2010, "the aortic prosthesis was intact and well seated. No mass was seen, but the strut at the right-non commissure was bent inward about 30 degrees, and may have accounted for the echo finding." Therefore, the valve was replaced with another bioprosthesis.

Manufacturer narrative:
(B)(4) = strut at the right non commissure was bent inward about 30 degrees.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Evaluation summary: as received, the valve tissue was cut off. Approximately 2-3mm of tissue remains intact along the attachment. Three sections of tissue also remain attached at the commissures; each measure to approximately 3mm by 7mm. The x-ray demonstrates stent distortion and wireform to band separation. Commissure 3 appears to be bent toward the center of the valve, which is evident in the x-ray. The current position of commissure 3 is most likely due to external force onto the commissure may be at implant or explant. However, due to the current condition of the valve received, it is not possible to relate the position and the functionality of the leaflets in relation to the stent. Not able to evaluate due to the current condition of the valve. Additional manufacturer narrative: the device along with a copy of the pathology report were received.